Event description:
The pt is a 65-yr-old female with unstable angina who was en route for transfer to hosp. She had a balloon pump in place. Suddenly, the pump read "autofill failure" and would not fill via the manual fill button. The helium tank was found to be empty and a slow leak at the nozzle errupted. The pt immediately complained of chest pains and was taken to the ccu at hosp. She was reconnected to a properly working iabp within 8 minutes. She may have suffered an mi as a result of the pump failure. She had surgery on 12/5/95 at hosp and is stable.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure, other. Conclusion: device unavailable for follow-up investigation examination, no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.